Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the event was considered completed with the use of a second catheter because there were no further reported issues.

Manufacturer narrative:
Analysis of the catheter, model# 8781, serial# (B)(4), found a the collet was detached from the catheter to catheter connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that during the implant procedure (unknown date), the collet disconnected from the connector when the physician gripped the connector. There was no reported patient impact. No complications were reported. There were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter was not used and returned to the manufacturer. No patient complications were reported/anticipated.